Event description:
Account reported that approximately 12 out of fifty pt samples tested for carbon dioxide initially gave zero results. When the 12 samples were repeated the results were normal. Field service rep repaired the instrument by tightening the sample probe.